Event description:
It was reported that during a lap nissen fundoplication, the device was leaking insufflation. The surgeon mentioned he was only using 5mm instruments and it was still leaking. The same device was used to complete the procedure. There was no adverse consequence to the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.